Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: unspecified device failure. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method used to achieve hemostasis was not reported there were no reported adverse pt effects. No additional information was available.